Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in italy. This is the same event as 3010536692-2014-00104.

Manufacturer narrative:
This report was filed in error. This is a duplicate of 3003379990-2006-00063.

Event description:
Allegedly revised due to breakage of modular neck. Head from another manufacturer (lima) also revised. Left side.